Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) was dispatched to the account. The fse found the sampling probe was significantly bent. The fse replaced and calibrated the probe. The fse determined that the account was using damaged sample segments. The damaged segments were removed from use. No additional incidents of discrepant results were documented following the fse visit. Customer complaint data was reviewed and no adverse trends were identified. The axsym system operations manual and the axsym b-hcg package insert were reviewed and were found to adequately address the issue of discrepant results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The account stated that the axsym analyzer generated a b-hcg result of 2693.60 and 2658.19 miu/ml on a 1:200 diluted sample. The sample was rerun neat several times with results >10,000 miu/ml. The sample was sent to an alternate laboratory which obtained a result of 15,600 miu/ml using the siemens centaur analyzer. There was no report of impact to patient management.